Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit would not power up in either battery or ac mode. The complainant indicated that there was no pt involvement in the reported malfunction.